Event description:
The manufacturer received information that an end user alleged that she experienced lightheadedness, dizziness, an irregular heartbeat, and changes to heart rate at night after wearing the wisp mask with magnetic connections. The user had pacemaker placed in (B)(6) 2022 and has a monitor in her room that she uses while sleeping. The monitor has allegedly alerted her to dramatic changes in heart rate at night. There was no report of medical intervention. There was no report of serious patient harm or injury. The manufacturer gave information on the plastic clips for the wisp mask and instructed the user to stop using the mask until she contacts her cardiologist and dme for plastic clips. No product will be returned for investigation. The wisp instructions for use includes the following warnings: the headgear clips contain magnets. Contact your healthcare professional before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. Keep unassembled magnetic headgear clips out of reach of children. In case of accidental swallowing, seek medical assistance immediately. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.